Manufacturer narrative:
The device was received with the cannula assembly deployed. Upon opening the device, corrosion was observed on the bottom battery and the pcb assembly. All attempts to retrieve data from the pod were unsuccessful, without the data, the reported hazard alarm could not be confirmed. Due to the observed corrosion, a leak test was performed and a tear was observed in the unexposed portion of the soft cannula. This tear diverted fluid from the intended fluid path which would have resulted in insufficient drug delivery. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring.  This is mitigated by extensive in-line and final product quality testing.  All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time.

Event description:
It was reported the patient's blood glucose level rose over 250 mg/dl while wearing the pod between 24 and 36 hours.